Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital for an unrelated condition. Upon interrogation of the implantable cardioverter defibrillator multiple episodes of non-sustained right ventricular over-sensing were noted to be stored by the device. The episodes were attributed to noise caused by electromagnetic interference with the patient¿s left ventricular assist device. Programming interventions were made. The patient was in stable condition.